Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis. Customer's blood glucose was 3.4 mmol/l. The customer stated their diabetic ketoacidosis episode was triggered when the insulin pump suspended overnight. The customer has treated for their diabetic ketoacidosis. The customer also reported receiving a sensor end alert. The customer declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.